Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97712, serial# (B)(4), product type: implantable neurostimulator . (B)(4). Analysis of the desktop charger (serial # (B)(4)) found broken connector pins. For information regarding the patient's other desktop charger please refer to manufacturer report # 3007566237-2016-00840.

Event description:
The patient and a manufacturer representative reported that something was wrong with their desktop charger and it was no longer charging their recharger. The desktop charger had a bent or loose connector pin. These issues started in (B)(6) 2015. The recharger would show the recharging screen but it kept blinking. They tried a second desktop charger and had the same issue. Due to the patient being unable to charge their recharger their implantable neurostimulator (ins) went into overdischarge. However, additional information from the patient disputed that the device was in overdischarge as they had been able to charge without issue 2 weeks prior to (B)(6) 2016. The patient was sent a replacement recharger but they were still having the same issues with the recharger not taking a charge. It was noted that the desktop charger connector did not fit all the way into the recharger. The patient was sent a replacement desktop charger and a replacement recharger. The patient was indicated for complex regional pain syndrome type I and spinal pain. No symptoms or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.